Event description:
The customer reported the alarm sound however, the tone is a chirping sound. The customer did not provide a date when this was discovered. No pt incident or injury was reported.

Manufacturer narrative:
Results: evaluation of the returned product did not confirm the reproted issue; no chirping was heard during the evaluation and the alarm passes all functional tests. However; the alarm was found to have bent battery springs inside the battery compartment. The warning label is missing. (B)(4).